Event description:
It was reported that the lens was explanted from the patient's right eye due to a posterior vault noted approximately one day post-op. Posterior vault was +2.00. Another lens with a diopter of 24.0 was implanted. Reportedly, the patient is doing well. In the surgeon's opinion the likely cause of the event is small capsular bag.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. A sample from the same lot# 7464715 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. However, in the surgeon's opinion the likely cause of the event is the patient's small capsular bag.